Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that when treatment was complete the patient found fluid inside the cycler. There was fluid in the pump module area and on the external part of the cassette. Technical services instructed the patient contact to let the cycler dry out over night and then resume using. In a follow up, a pd nurse reported that there was no harm, adverse event or intervention due to the fluid leak. The patient is using the same cycler.

Event description:
A peritoneal dialysis (pd) patient contact reported that when treatment was complete the patient found fluid inside the cycler. There was fluid in the pump module area and on the external part of the cassette. Technical services instructed the patient contact to let the cycler dry out over night and then resume using. In a follow up, a pd nurse reported that there was no harm, adverse event or intervention due to the fluid leak. The patient is using the same cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.